Event description:
During placement on 10/23/1997, the guidewire was resistant & tore catheter during removal. The damaged portion of the catheter was trimmed off. One week later, the pt complained of pain. There was redness and swelling at the insertion site. The catheter was removed.